Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "does not alarm no flow out" when it should have during their test. The initial reporter stated that this had occurred during testing and had no affect on a patient. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg was unable to replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "does not alarm no flow out" when it should have during their test. The initial reporter stated that this had occurred during testing and had no affect on a patient. (B)(4).